Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: the customer reported the tubing was leaking near the end, and returned one photo of the sample, and no physical sample. The complaint of leakage is verified from the customer's words and the tape around the end of the set, just above the texium. A device history record review for model 24301-0007t lot number 21026147 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 23feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. There was no physical investigation conducted and the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that at least one gem 20dp 0.2mf low sorb dehp free tex experienced leakage. The following information was provided by the initial reporter: it was reported that the infusion set leaked near the end of the infusion set. The facility has not had any other issues with the infusion set to report. The exact quantity of product/s involved was not provided. Occurrence date was unknown. Patient involvement was unknown.